Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. Trans-septal puncture was performed. After the watchman trusteer access system was advanced across the septum, a thrombus was observed in the left atrium near the mitral valve. The thrombus was captured via the watchman trusteer sheath and removed from the left atrium. The physician decided to abort the procedure due to the observance of thrombus and low activated clotting time. The watchman trusteer access system sheath was withdrawn back across the septum into the right atrium where another thrombus was observed. The watchman trusteer access system was removed from the inferior vena cava (ivc). The implanting physician and anesthesiologist continued to monitor and administered medication for management of the second observed thrombus. The patient awoke from anesthesia with no complications.